Manufacturer narrative:
The alarm trace revealed an issue with the sample probe, as frequent "sample aspiration", "sample short", and "sample probe" up/down errors were observed. To address the issue, the field service engineer (fse) performed site visits and corrective actions, including the replacement of the sample arm and adjustment, replacement of the slider, probe replacement, and adjustment of all positions. The analyzer was confirmed to be operational. The investigation determined the issue was due to an insufficient sample pipetting function, and the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 were updated.

Event description:
There was an allegation of discrepant high tina-quant 2 - urine application results for five patient samples tested on a cobas 8000 cobas c 502 module. The following results were provided: sample (B)(6): the initial result was 57 g/l. The repeat result on another c 502 was 34 g/l. The repeat result on the same c 502 was 34 g/l. Sample (B)(6): the initial result was 69 g/l. The repeat result was 38 g/l. Sample (B)(6): the initial result was 68 g/l. The repeat result was 32 g/l. Sample (B)(6): the initial result was 57 g/l. The repeat result was 33 g/l. Sample (B)(6): the initial result was 44 g/l. The repeat result was 30 g/l.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.